Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 118001, versa-dial/comp ti std taper, lot # j7569385. Catalog #: 180552, comp lk scr 3.5hex 4.75x25 st, lot # 66008638. Catalog #: 180550, comp lk scr 3.5hex 4.75x15 st, lot # 66077441. Catalog #: 180552, comp lk scr 3.5hex 4.75x25 st, lot # 66058947. Catalog #: 180551, comp lk scr 3.5hex 4.75x20 st, lot # 66071785. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02646.

Event description:
It was reported the patient was revised a second time approximately 2 months ago due to disassociation. At that time the baseplate and screws were taken out along with the taper and glenosphere. Attempts have been made and there is no further information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: a5, b4, b5, d1, d2, e1, g3, h1, h2, h3, h6, h10. Reported event was not confirmed as the radiographs could not be read also what was seen by visual examination does not confirm reported issue. Visual examination of the returned product identified the baseplate and the taper show signs of use. The baseplate has scratches and gouges on the non coated side and the taper has scratches and gouges on the post and near the lot number. Radiographs were provided, however, they were not sent to mmi for review by a health care professional. The x-ray is an intraop fluoroscopy image of poor quality and only partial visualization of the shoulder device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.